Event description:
It was observed during the device inspection, that the ultrasonic bronchofibervideoscope, displayed error code e227 (scope communication error). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, it was confirmed that the following led to the malfunction: error code e227 (scope communication error) occurred. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.